Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer has to press buttons couple of times on occasion. Customer¿s blood glucose was unknown. Customer stated that battery goes from showing empty to full, diminished battery life, cracks around battery compartment and slower rewind than in the past. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on bolus. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test, rewind test and all operating currents tested within the specification. No charge or battery anomaly or rewind anomaly were noted. (B)(4).